Event description:
Healthcare professional reported they pretreated a patient with alcohol and chlorhexidine 4% injected a patient with 0,1mls of juvéderm® voluma¿ with lidocaine into the ck3. Pallor of the left medial cheek with signs of ischemia in the nose, columella and upper lip on the left side were then noted. Capillary refill test done (results not noted). Patient was injected with 6500u hyaluronidase and treated orally with 300mg aas and 20mg tadalafil. A hyperbaric chamber session was also done. The next day, soft tissue ultrasound and color doppler were performed. No signs of significant stenosis noted, but slight inflammatory alterations in the tcsc of the nasolabial fold seen. Patient was treated with additional hyaluronidase, 150mg aas for 7 days, 20mg tadalafil for 5 days and underwent 2 more hyperbaric chamber sessions. Symptoms reportedly resolved on this day.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.